Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient is thin and was experiencing pain and burning at the ipg site. Surgical intervention took place where the ipg was explanted and replaced with a smaller ipg to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.